Event description:
Nurse midwife who has known environmental sensitivities experienced an allergic reaction while using the gown contained in barrier brand delivery pack IV, pc 0238. The complainant did receive medical treatment for the reaction.